Manufacturer narrative:
Unit was received with failed battery test alarms due to corroded battery tube. Unable to test for weak battery alarms due to failed battery test alarms. Unit had cracked battery tube threads, reservoir tube lip, case display window corners and scratched display window.

Event description:
Customer reported hospitalization due to left shoulder pain and severe headache. Customer had a heart attack recently. The blood glucose reading is 491 mg/dl. Caller stated that the hospitalization was not due to high or low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.